Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as unidentified (tear) opening and delamination on the plug strap assessed as adhesive failure. Shell thickness was within specification. ¿ autoimmune disorders: unable to observe since it is a medical event and is not related to the device. ¿ anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient initially reported left side exchange due to their concern with the product and later reported auto immune disease which has been deemed not related to the device. Healthcare professional later reported left side deflation. The device has been explanted and replaced.

Event description:
Patient initially reported left side exchange due to their concern with the product and later reported auto immune disease which has been deemed not related to the device. Healthcare professional later reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.